Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2016-10660. It was reported that a rotawire fracture occurred. The target lesion was located in the tibial vessel. A 1.50mm peripheral rotalink® plus and a peripheral rotawire¿ were selected to be used. During platforming, outside of the patient, it was noted that the burr sheared the rotawire in half. Procedure was completed with a different device. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the rotablator rotalink plus device with a portion of the rotawire. The advancer unit and burr unit were received attached together as a single unit. The advancer knob was received tightened in a backward position. The devices were detached and the handshake connections were checked, this is when it was noticed that portion of the rotawire was inside the advancer and the burr catheter. The rotawire was kinked and was not able to be removed from the burr catheter. The advancer, sheath, coil, and burr were microscopically and visually inspected. The annulus of the burr was damaged (not rounded and flared). It is probable that the rotating burr came into contact with the guidewire during the preparation leading to the damaged annulus and the fractured guidewire. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-10660. It was reported that a rotawire fracture occurred. The target lesion was located in the tibial vessel. A 1.50mm peripheral rotalink® plus and a peripheral rotawire¿ were selected to be used. During platforming, outside of the patient, it was noted that the burr sheared the rotawire in half. Procedure was completed with a different device. No patient complications reported.